Event description:
Customer reports receiving false negative results on (B)(6) 2022 and (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative results obtained on (B)(6) 2022. See (B)(4) for alternate false negative result. Customer reports receiving two false negative results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot 19939e, reader sn: (B)(4)). On (B)(6) 2022, customer tested positive with a pcr test and negative with a rapid antigen test (brand/manufacturer not specified). Customer was prescribed the basic covid-19 pill regimen, which she began on (B)(6) 2022. On (B)(6) 2022, customer tested negative with the abbott ID now at walgreens. Customer experiencing sore throat, mild fatigue and a persistent headache. Cartridges stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.